Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that their previous device was pushed out to their skin and got infected so they had to remove it. Patient stated that their whole unit got infected and it was pushed off and they got mrsa. Patient mentioned that they were so glad they got this device as they couldn't wait to have one put in. Patient also stated that when they feel the stimulation, it's like a little buzzing in their bike seat area. Reviewed therapy expectations. Reviewed device education. Reviewed device specifications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.